Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station aged drawer was failed, had multiple storage failure and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer retractor band had scars on it. A field service engineer (fse) removed the back panel, inspected all hardware, identified that the retractor band had scars, and replaced the retractor band. The system functioned as intended after the field service engineer repaired the device.